Event description:
On (B)(6)/2009, a company representative reported the up button on the patient's insulin infusion device does not respond when pressed and the patient has worn a hole in the rubber covering the button in an effort to get it to respond. She said the device had not been dropped or exposed to water or insulin ingress. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.